Event description:
Reporter indicated that vns pt had passed away. The pt was seen by their neurologist six days prior to their death. The pt was started on depakote during this visit. In order to treat the pt's seizure flurries or periods of poor responsiveness, diastat was also prescribed. The physician indicated that the diastat would help to determine if the pt is dealing with hepatic encephalopathy or seizures. The vns generator settings were not changed during this visit. It was reported that the pt died while hospitalized under the care of their gastrointestinal physician. Treating neurologist indicated that the pt had a metabolic and liver disorder and it is unk whether the vns caused or contributed to the pt's death. Certificate of death lists respiratory failure as immediate cause of death, secondary to pulmonary edema. The pt was receiving vns therapy at the time of death.